Manufacturer narrative:
Analysis was performed on the returned device. The reported plunger mechanical jam could not be confirmed. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported plunger mechanical jam. Factors that may contribute to mechanical jam of the plunger include but not limited to, interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The reported needle to cuff miss was likely the symptom of the reported resistance of the plunger during deployment. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery with a proglide device using the pre-close technique via a 6fr sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, there was resistance when depressing the plunger. It was also noted that the cuff and needle did not connect. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18fr sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Additionally, two proglide devices were used successfully on the left common femoral artery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.